Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 30-oct-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that about 3 weeks ago the patient had surgery "in the front and back". The healthcare provider (hcp) "cleaned it out" and the catheter was replaced; records show a contradiction to the caller's statement and that the catheter was revised. The caller stated that the catheter was not working right but the hcp did not know that until he went in for surgery. No symptoms reported. No further complications have been reported as a result of this event.